Event description:
It was reported to philips that the flexvision pc did not boot up automatically. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the flexvision pc was turned off, despite the entire system being powered on. Consequently, the flexvision was manually powered on. As a preventive measure, the fse replaced the flexvision pc and returned to philips for further analysis. The analysis identified battery issue and identified the battery voltage was 1.6v. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.